Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "crack in green hub of extension set. Nurse found a small non-visible crack in the green part. It wasn't caught until an hour later when the nurse walked back into the patient's room and there was a significant amount of blood pooling on the patients gown, and on the ground. When the nurse flushed the line, the saline was squirting out of the crack. The patients arm is contracted so he wasn't moving it." No injury reported.